Event description:
Customer reported presence of large air bubbles in the infusion set tubing during the pumping process. The customer¿s blood glucose (bg) was 585 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. Customer performed a supply change to address the issue.